Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). It was clarified by the nurse that on (B)(6) 2011 (previously reported as (B)(6) 2011), the patient experienced sterile peritonitis. The patient was treated with one dose of vancomycine and added fortum (ceftazidim), 250mg by bag, 1000mg/day (as the patient received 4 bags/day). After remedial treatment, the leucocyte count remained slightly elevated. The outcome of the sterile peritonitis was unknown.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with physioneal, unspecified product for peritoneal dialysis therapy. On (B)(6) 2011, the patient experienced sterile peritonitis, manifested by cloudy effluent and increased leucocyte counts in effluent. The patient was not hospitalized and the severity of the peritonitis was considered mild. The outcome of the peritonitis was "unknown and ongoing." Upon discontinuation of physioneal on an unreported date, it was reported as unknown whether the patient improved and it was also reported that the patient did not improve. It was unknown whether the peritonitis recurred with reintroduction of physioneal. The reporter believed there was no root cause for the sterile peritonitis. Physioneal was ongoing. The nurse believed the event of sterile peritonitis was related to physioneal, unspecified product.